Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the freestyle libre sensor. The caller reported customer was experiencing symptoms of vomiting, and reported scan readings of 8.7 mmol/l and 8.5 mmol/l against built-in meter results of 22.2 mmol/l and 23.7 mmol/l. The customer also reported a ketone result of 19.2 mmol/l with the built-in meter. The customer received unspecified treatment from a third-party, then went to hospital where a laboratory blood glucose result of 23.3 mmol/l was obtained, and customer diagnosed with diabetic ketoacidosis. The customer was treated with insulin and saline infusion. The results of sensor readings against built-in meter readings, when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.